Event description:
It was reported via repair work order that the left side rail latch is rubbing on the left foot side rail latch upright. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that although the latch was rubbing due to a misaligned latching subassembly, the side rail could still be latched and unlatched.

Event description:
It was reported via repair work order that the left side rail latch is rubbing on the left foot side rail latch upright. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.